Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically citing error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions to reset the pump, and the customer successfully followed these steps, avoiding any further display of the error. The sensor session was started successfully afterward.